Manufacturer narrative:
(B)(6). Literature citation: lavan et al (2015). The use of optional inferior vena cava filters of type optease in trauma-patients- a single type of filter in a single medical center. Thrombosis research, 135, 873-876. The publication has been attached to this report. Due to the type of complaint, the event date is not accurate. Complaint conclusion: as noted in a publication, the use of optional inferior vena cava filters of type optease in trauma-patients- a single type of filter in a single medical center. A (B)(6) male received prophylactically ivc filter type optease following head trauma. Thirteen days later acute ivc thrombosis with phlegmasis cerulea dollens was noticed. He developed pe and bilateral phelgmasia cerulea dolens with ischemic foot due to extensive thrombosis of ivc and bilateral ileo femoral vein thrombosis. This patient died because of massive thrombosis that culminated in multi-organ failure. The patient received urokinase treatment for the phlegmasia dolens in spite of the absolute contraindication to the use of thrombolytic agents in trauma patients. The sterile lot number of the device is unknown therefore a device history report review could not be conducted. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken. - attachment: [publication (1).pdf]

Event description:
As noted in a publication, the use of optional inferior vena cava filters of type optease in trauma-patients- a single type of filter in a single medical center. A (B)(6) male received prophylactically ivc filter type optease following head trauma. Thirteen days later acute ivc thrombosis with phlegmasis cerulea dollens was noticed. He developed pe and bilateral phelgmasia cerulea dolens with ischemic foot due to extensive thrombosis of ivc and bilateral ileo femoral vein thrombosis. This patient died because of massive thrombosis that culminated in multi-organ failure and sepsis. The patient received urokinase treatment for the phlegmasia dolens in spite of the absolute contraindication to the use of thrombolytic agents in trauma patients.